Manufacturer narrative:
Tracking no: (B)(4).

Event description:
According to the reporter: during a lobectomy procedure, after the first fire was successful, the user grasped lung tissue with the second reload, and some staples had come out of the root of the jaw. The pleura was torn a little as a result. The device had not been fired by the user. Another device was used to the complete the procedure.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received: the product will be returned for evaluation. The handle used with the reload was egia ultra universal short stapler, lost number not available. The torn tissue was sutured.